Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the initial drain of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The alarm was cleared by restarting the machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 8. This is report 1 of 8.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including fluid pressure testing and a short simulated therapy were performed noting no issues with the device. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.